Event description:
Received breast implants. Was told they were perfectly safe forever. Started with fatigue and depression and muscle soreness. As the years went by multiple food allergies, multiple chemical sensitivities, chronic fatigue, insomnia, diagnosed with psoriatic arthritis, swollen lymph glands, bedridden for months at a time. Got explanted two years ago. Symptoms are way less severe.